Event description:
It was reported fracture of the gentek tibases screw. Prosthesis placed on (B)(6) tooth location 36 and 37.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products zfx11-zb-tsv-4547-nel, zfx, gentek tibase, tsv/tm non engaging, 4.5mmd x 4.7mmh lot number 0000230511. H4: device manufacturer date unknown / not provided

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d9: device availability, g3: date received by manufacturer , g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) item zfx09-zb-tsv-rs number 000231121, for evaluation. Visual evaluation / functional test was performed. Screw is broken. Thread does work. Break point at thread side is heavily worn. We see that the blunt is taken by a forceps. On the screw head side, we see the break point. There is a score, where begins the fracture. Then begins the fatigue fracture, then we see the residual fracture. So, we can detect violent breach. On the support surface we see an uneven wear. DHR review was completed for the subject lot number 000231121. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number complaint history review was performed for the reported lot number 000231121 for similar events and no other complaint was identified. Review completed utilizing keywords: screw broken. Incoming inspection from zfx11zb-tsv-4547-nel with lot 000231121 was inspected at 30.11.2023. Parts approved. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation was the screw loosened and broken under horizontal load. Why the screw is loosened is not understandable. It could be, that a too large moment from closure damage the screw, or an asymmetrical crown made a large torque at the screw. It could also be that the irregular dents at the support surface are from a wrong or dirty opposite. Therefore, based on the available information, a device malfunction was not established. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.